Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports poor communication on their patient programmer (pp) so they were transferred to repair. They also stated they are having problems with their pp where it will not sync and report having diarrhea. Patient states they didn't know their pelvic ins wasn't working because they have a spinal ins implanted. They turned off their spinal ins to see if their pelvic ins was working. Their healthcare provider (hcp) told the patient to put the pp for their pelvic ins in the drawer for six months so the patient admitted to not paying too much attention to that implant. The patient turned off their spinal ins and can tell their pelvic ins isn't working and the sacral stimulation is not working right now. They went to the hospital on (B)(6) 2017 because they were confused, had so much diarrhea, and is not doing well right now. The patient needs their pelvic ins on, but it isn't connecting. They don't feel stimulation and did before. They were going to their primary hcp on the date of the call. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the ins was not working because the patient forgot to turn it on. The health care professional helped show them where it was and how to turn it on. The issues were reportedly resolved. No further complications reported/anticipated.